Manufacturer narrative:
Cause of complaint traced to unintended user of device.

Event description:
The office manager for an aesthetics office reported that item 831365 lots 66782 expiration 02/24/2029, 66785 expiration 02/27/2027 and 65236c expiration 11/27/2028 are leaking product (botox) out of syringes.